Event description:
The mtp plate broke 6 - 12 weeks post-op. The patient is asymptomatic and no revision surgery is planned currently.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
The mtp plate broke 6 - 12 weeks post-op. The patient is asymptomatic and no revision surgery is planned currently.